Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No failure modes observed on the sensor plug assembly during visual inspection. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A caregiver reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer experienced the symptom of dizziness, and was treated with glucose pills by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer experienced the symptom of dizziness, and was treated with glucose pills by a third-party. There was no report of death or permanent injury associated with this event.